Event description:
It was reported to philips healthcare that the heartstart mrx showing, "power supply recharge with a full charge". There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.